Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during prime. The nurse stated that the supply bag fell off and became disconnected from the set up. The technical service representative (tsr) advised the nurse to cycle power. The hc displayed a system error 2367. The nurse stated he would contact the peritoneal dialysis nurse to determine what to do next. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not made aware of the issue, but stated the hp was doing well on therapy.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 was confirmed. The cause was determined to be the supply bag fell and disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The nurse returned the call made by product surveillance. The nurse stated that the bag fell because of the way it was positioned on a cart. The bag was placed near the edge of the cart per the nurse. The nurse explained the supplies were discarded and the lot number was unknown. There was no patient injury or medical intervention reported.